Manufacturer narrative:
A maude event report was rec'd from the FDA. To date the product has not been rec'd to perform an investigaiton. A review of product history found this to be the first reported problem with this failure mode. A follow-up report will be sent if the product is rec'd for investigation.

Event description:
It was reported that during use in a shoulder surgery, the tip of the suture hook broke. The broken piece was easily retrieved and the procedure was completed without any further problems. There was no report of injury or surgical delay with this event.